Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B) (6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation ("migration of essure device / right essure component may extended just beyond the uterine wall posterior fundal") and was found to have a pregnancy with contraceptive device ("pregnancy after essure implant"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (batch no. Co6461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included elevated bp and chest pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation ("migration of essure device / right essure component may extended just beyond the uterine wall posterior fundal") and was found to have a pregnancy with contraceptive device ("pregnancy after essure implant"). The patient was treated with nifedipine. Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils: left 3 right 2. Lot number: co6461. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, patient middle name, medical history, product lot number, indication, treatment medication, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (batch no. C06461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included elevated bp and chest pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation ("migration of essure device / right essure component may extended just beyond the uterine wall posterior fundal") and was found to have a pregnancy with contraceptive device ("pregnancy after essure implant"). The patient was treated with nifedipine. Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils: left 3 right 2. Lot number: c06461 manufacturing date: 2013-12 expiration date:2016-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation ("migration of essure device / right essure component may extended just beyond the uterine wall posterior fundal") and was found to have a pregnancy with contraceptive device ("pregnancy after essure implant"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.